Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than 2 days. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the battery issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, peeling/damage address/serial number label and stained end cap sticker.